Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), pump error 43(an error in the motor was detected by reading unexpected value from hall sensor), prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind, prime/fill test, basic occlusion, occlusion test and self test. All buttons function properly. No stuck button alarm noted during testing. No pump errors noted during testing. Successfully downloaded history files and traces using thump. However, pump error 43 was found in history file on the event date. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and battery tube. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. The following were noted during visual inspection: minor scratches on lcd window. In summary, customer alleged pump error 43 confirmed due to corroded motor home switch. Keypad/button unresponsive/button error not confirmed. Prime/fill anomaly not confirmed. Pump error 130 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.